Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6947 implantable tachy lead, implanted: (B)(6) 2009, explanted: (B)(6) 2013; product ID d284drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had positive blood cultures. The patient traveled outside to the united states and upon returning felt fatigue that lingered. The patient presented to the hospital with an infection and blood cultures tested positive. The device and leads were removed and have not yet been replaced. No further patient complications have been reported as a result of this event.